Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had under-sensing observed on the presenting electrograms (egm) and on stored egm¿s. Reprogramming was done, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received noted possible atrial over-sensing at times on the stored egms and current egm.